Manufacturer narrative:
Corrected data in h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional via email on (B)(6) 2020, it was stated that on an unknown date, consumer wore the lens and developed corneal ulcer in one eye that required a visit to ophthalmologist. The event reoccurred in the second eye also. Medical intervention was involved. Symptom resolution was unknown. Additional information received on (B)(6) 2020 confirmed 4 suspect lots (separate reports have been sent for the same. Additional info has been requested but not yet available.